Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-01, information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has not charged for one year due to noncompliance. The rep performed a physician recharge mode (prm), but the issue was not resolved. The patient's medical history include chronic pain. No further complications were reported. No patient symptoms were reported. On 2019-oct-02, additional information was reported that a second prm was started. No further information was reported. On 2019-oct-15, additional information was reported that the second prm did not resolve the overdischarged battery. No further information was reported. On 2019-oct-31, additional information was received from the rep. It was reported that they tried to reach the patient for follow-up several times and his phone goes right to voicemail that is not set up. Rep was unable to leave a message for follow up. No further complications were reported. On 2019-dec-13, additional information was received from the patient. It was reported that the recharge pad fell off within 12 hours so patient did not bother with it anymore. The event was not resolved. In 2020, patient will have the unit removed from their body. No further complications were reported.